Event description:
The information provided to sjm indicated that a floppy angled tigerwire guidewire was selected for use. The wire tip broke off in a side branch of the right radial artery upon attempted withdrawal and removal. The wire had not been visualized under fluoroscopy during advancement to the aorta via the right radial arterial access. When attempting to view the position of the guidewire under fluoroscopy following insertion, it was revealed that the wire had not advanced along the intended route, but was tightly packed into the side branch of the right radial artery. There was resistance noted while attempting removal. The tip of the wire would not uncoil or retract. Manual force was increased during the withdrawal attempt and at this time, the wire body separated from the guidewire tip and was able to be removed while the tip remained. A vascular surgeon was consulted and it was determined that no further intervention was necessary at this time. The patient's right radial and ulnar pulses remained strong and unchanged. The patient was discharged per protocol with no extended hospitalization. It was reported that the event was not caused by the device but how the device was used. The physician stated there were no performance issues with an sjm device, and that the problem was user-related.